Event description:
Patient reported obtaining back-to-back blood glucose results of 200 mg/dl, 98 mg/dl, and 119 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and not treatment was received. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.